Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 21 no sample and/or photo was provided. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. All information concerning this reported incident has been included in our trend analysis of the product line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
According to the complainant, a brown substance is present in the sample. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 21: the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.